Manufacturer narrative:
(B)(4). One used catheter, without packaging, was received for evaluation. The catheter was fractured approximately 15.5 inches from the distal connector end. The catheter tip was intact and no portion of the catheter was missing. At the area of the fracture, the inner coil was unwound and stretched out. Under microscopic observation at the point of fracture, the catheter tube appeared frayed and slightly stretched. The damage observed on the catheter appears consistent with catheters in which a section is pulled beyond its design capabilities. This can occur when a catheter becomes lodged between rigid body structures. While no specific conclusions can be drawn, it appears that the catheter was most likely caught up on something while a sudden, excess force was applied. Without the involved lot number, a batch record review could not be performed. However, a review of the discrepancy management system database performed for the lot number currently in stock at the facility did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or involved catheter material number. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the epidural catheter severed upon removal from the patient midway between the patient and pump. The catheter tip was intact. This epidural catheter replaced a previous catheter that was not providing adequate pain relief when the patient was 9cm dilated. This second catheter provided adequate pain relief through delivery, but when removed it was damaged in an "unusual way." The crna described nothing unusual during the catheter placement. There was no harm to the patient and no portion of the catheter retained in the patient. Per follow-up correspondence with the reporting facility, the nurse stated that the catheter was not stretched and then snapped, as would be expected if the patient were pulling on the tubing or it stretched while the patient was moving. The involved lot number is unknown, but the current lot number in stock is 0061486722 (manufacture date: 03/18/2016 / expiration date: 09/30/2017).